Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the retainer that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient is experiencing burning sensation, itchiness, and irritation of gums. Also noted was throat irritation and pain. The device was worn on (B)(6) 2023. There are no allergies noted. The patient was advised to see a medical provider to obtain more definitive results.